Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a previous penile implant that became severely infected which was eventually explanted in (B)(6) 2025. This implant was implanted on (B)(6) 2025. This implant was in situ until (B)(6) 2026, where despite many months of antibiotics, patient's high propensity for infection continued and the decision to explant this titan and re-insert a genesis malleable was decided. This malleable became infected also due to poor wound healing and the decision was made again to explant this and the penis has been left without any implanted material in order to heal before a decision is made about what to implant in the future.